Manufacturer narrative:
The actual complaint product was returned for evaluation which was evaluated confirming the tubing kink. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The proper root cause for this incident could not be conclusively determined or associated to the manufacture of the device. All information reasonably known as of 15 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that a cortrak feeding tube was functioning as expected prior to administration of a crushed potassium tablet mixed with water. Immediately following administration, the user was unable to flush the tube. The stylet was reinserted but could not advance past the patient¿s nare near the bridle clip. While attempting to flush using a syringe, the user ¿heard/felt tube burst near the feed ports and saw the hole.¿ the device was removed and replaced without further issue. No patient injury was reported.